Event description:
The customer reported that there was no image on the monitor. No pt injury was reported.

Manufacturer narrative:
The MDR is related to ge healthcare complaint. The ge service rep checked the fluoroscopy on various fields and operation. The system operates as intended.